Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided) while IV fluids infusing at a rate of 999 ml/hr the user observed a pump alarming with no occlusion. The nurse looked at line, no occlusion was noted and restarted the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.